Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo, exposed to moisture and also buttons are not responding. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with stuck on flashing medtronic logo on the display. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to verify keypad anomaly, perform the required testing, download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.